Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 7 cm and 8 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). A longitudinal split was also observed adjacent to the circumferential split. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the patient would receive cytostatic dtic in his PICC-line, which is in his right arm. When I rinse in the PICC-line, it hurts on the inside of the arm about 8-10 cm below where the hose enters the skin. The pain goes away when I flush further with the syringe. I get good blood return in the PICC line. Have also cultured blood from it a while before. Even then it hurt exactly when flushing into the PICC-line. Then switches on the cytostatics. It goes well while the nacl that is in the drip line is running but when the dtic starts to go in it hurts in the same place on the arm but also out in the right breast this time. The patient had received doxorubicin in the PICC line the day before, even then it hurt when flushing before starting the chemotherapy. There was good blood return. It didn't hurt when doxorubicin was in progress, but it did when flushing after the end of treatment. No other information was provided.

Event description:
It was reported, the patient would receive cytostatic dtic in his PICC-line, which is in his right arm. When I rinse in the PICC-line, it hurts on the inside of the arm about 8-10 cm below where the hose enters the skin. The pain goes away when I flush further with the syringe. I get good blood return in the PICC line. Have also cultured blood from it a while before. Even then it hurt exactly when flushing into the PICC-line. Then switches on the cytostatics. It goes well while the nacl that is in the drip line is running but when the dtic starts to go in it hurts in the same place on the arm but also out in the right breast this time. The patient had received doxorubicin in the PICC line the day before, even then it hurt when flushing before starting the chemotherapy. There was good blood return. It didn't hurt when doxorubicin was in progress, but it did when flushing after the end of treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed in the catheter tubing between the 7 cm and 8 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) a longitudinal split was also observed adjacent to the circumferential split. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient would receive cytostatic dtic in his PICC-line, which is in his right arm. When I rinse in the PICC-line, it hurts on the inside of the arm about 8-10 cm below where the hose enters the skin. The pain goes away when I flush further with the syringe. I get good blood return in the PICC line. Have also cultured blood from it a while before. Even then it hurt exactly when flushing into the PICC-line. Then switches on the cytostatics. It goes well while the nacl that is in the drip line is running but when the dtic starts to go in it hurts in the same place on the arm but also out in the right breast this time. The patient had received doxorubicin in the PICC line the day before, even then it hurt when flushing before starting the chemotherapy. There was good blood return. It didn't hurt when doxorubicin was in progress, but it did when flushing after the end of treatment. No other information was provided.